Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to view diagnostics. The device was connected to a ventricular lead, but vf detections had been programmed off. Vf detections were turned on and off again in order to start the diagnostics. The device remains in use. No patient complications have been reported as a result of this event.